Manufacturer narrative:
Batch review performed on (B)(6) 2018, lot 121502: 32 items manufactured and released on (B)(6) 2012 . Expiration date: (B)(6) 2017. No anomalies found related to the problem. To date, 31 items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 we were informed by the surgeon that the patient femoral stem was loose 6 years after primary; a revision surgery was booked for (B)(6) 2018 to remove the stem and replace it with a synergy stem and a ceramic head from smith and nephew.